Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) reported that in the last probably 3 or 4 months, their ins had been quite erratic. Pt said at times they would get surges of electrical stimulation that they didn't call for. Sometimes when they turned the ins on, stimulation was at a level that was higher (14 or 15) than the one they set when they last turned stim off (around 12). Pt also said that a few hours ago, the controller died and wouldn't take a charge. Pt said they'd been working with their rep for the past month or so and they instructed pt to call for a controller replacement since reprogramming hadn't fixed the issue. Pt mentioned they'd take the battery out of the controller a few times to reset and get controller to work right, but would repeat the issue. Agent asked, pt confirmed the controller died and stated they would play with the controller and may come back, they were pretty sure they could get cont roller going again, but really wanted a replacement. Pt said they had an appointment with their healthcare provider (hcp) and representative tomorrow to meet for reprogramming, but wondered if the controller would arrive by 2pm; agent reviewed would be expedited, but couldn't be sure about time of delivery and advised pt keep the appointment just in case does show up in time. An email was sent to the repair department to replace the controller.